Event description:
In 2008, the patient reported that his blood glucose measured "hi" on his blood glucose monitor at 4:30pm and he felt thirsty with frequent urination. He stated that his blood glucose measured 135 mg/dl before having eye surgery today at 8:00am. After surgery he drank orange juice and ate peanut butter crackers and did not bolus. He then went to breakfast and ate a sandwich and bolused at 10:30am. He bolused 9 units of insulin after eating supper and he changed his infusion site. Troubleshooting did not reveal any product issues. He was advised to contact his physician. Upon follow up on about 3 days later, the patient stated that he and his daughter had attempted to change the infusion tubing and insulin cartridge and there were air bubbles in the system. They were not able to completely prime the air out. The patient's wife was able to remove all of the air bubbles after returning home. The patient's blood glucose lowered to 61 mg/dl a day prior, but elevated to 600 mg/dl in the next day. His blood glucose measured 570 mg/dl at the time of the report. The patient's wife believes elevated blood glucose is due to extra cortisone the patient was taking from surgery. The patient's doctor advised the patient to increase the basal rates from 0.5 and 0.8 units per hour to 1.0 units per hour and this had not yet been done. Upon follow up about 2 days later, the patient stated that his blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.